Manufacturer narrative:
H6: investigation summary: bd received two samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. The material found within the catheters were determined to be silicon, which is a part of our manufacturing process. The medical grade silicone is applied to the finished product to aid in the insertion of the device by the end user. During this process some silicon can build up within the catheters and appear to be foreign matter, but it is not specified as such in our procedures. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had foreign matter and was damaged. The following information was provided by the initial reporter, translated from chinese: "when the package was opened, the catheter tube was found to have glue. There are burrs on the tip of the catheter tubing, and the solid glue can be seen on the needle guard."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in had foreign matter and was damaged. The following information was provided by the initial reporter, translated from chinese: "when the package was opened, the catheter tube was found to have glue. There are burrs on the tip of the catheter tubing, and the solid glue can be seen on the needle guard."